Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a communication error 227. There was no patient involvement.